Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify that the service wrench was, or had been, present on the readiness display.  Physio did verify that both the charge pak and attention icons were present.   Physio further observed that the device would not remain powered on in order to charge and shock.  Physio determined that the cause of the observed issue was that the device had accumulated approximately 1.3 hours of on-time due to repeated user power cycles which drained the device's internal hybrid layer capacitor (hlc) batteries and prevented the unit from remaining powered on. The customer was provided with a replacement device.   (B)(4).

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.